Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during impedance testing there were short v-v intervals occurring. Review of device data later showed post-shock oversensing, triggering lead integrity alert. The leads remain in use. No further patient complications have been reported as a result of this event. Follow-up with the physician's office determined that there were not v-v intervals but rather t-wave sensing when pacing, with pvcs, and that the shocks were appropriate. The patient was noted to have a history of atrial tachycardia/atrial fibrillation. The current system status was noted as "good."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor on (B)(6) 2010 17:54:10. Six - ventricular nst (non-sustained tachycardia) =210 ms average v-cycle on (B)(6) 2010 in the timeframe between 17:53:30 and 17:55:35. Ventricular short interval count v-sic (short interval count) = 8.1 counts avg/day, in 46.93 days, between (B)(6) 2010 13:40:45 and (B)(6) 2010 12:03:18.

Event description:
It was reported that during impedance testing there were short v-v intervals occurring. Review of device data later showed post-shock oversensing, triggering lead integrity alert. The leads remain in use. No further patient complications have been reported as a result of this event.